Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 500mg/dl. The cause of the high bgs were unknown. The infusion set and cartridge were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.